Manufacturer narrative:
Uss reference #: 200408-1296.

Event description:
Reportedly, the metal axle of the sponge collar lock disengaged from the instrument and fell into the patient cavity. However, it was retrieved and the case was completed without incident. Procedure: unk. Patient status: no patient injury reported.